Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
An ophthalmologist reported that following two intraocular lens (iol) implant procedures, both patients developed endophthalmitis. Additional information was provided that the patient first experienced discomfort 16 days after the procedure. The patient presented with cellular tyndall, hypopyon of 2 mm, slight ciliary injection, slight pain and slight visual interference. The patient was treated with antibiotics, steroids, non-steroidal anti-inflammatory and an intramuscularly steroid and cycloplegic injection. Her improvement was good nd the physician suspended all topical treatment with preservatives. The patient was then treated with oral steroids, gastro-protection, oral antibiotics and a topical non-steroidal anti-inflammatory. The hypopyon was no longer present, the tyndall was almost imperceptible, slight improvement of vision despite of the pharmacological mydriasis and without pain. The patient was to maintain this treatment. There are two medical device reports associated with this report of endophthalmitis. This report is for second of two cases of endophthalmitis.